Manufacturer narrative:
The customer indicated that samples would be returned however has not been received as of yet. The user indicated that the diaphragm on the set was unsupported and pressurized at the time of the incident. Since the lot number was unknown, the device history record could not be reviewed. Medex was unable to confirm this issue however can determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that while the blood is being reinfused after a blood draw, the diaphragm pops out. The diaphragm is pressurized and unsupported at this time. No patient injury or treatment reported.